Event description:
Reporter calling stating that she has experienced numerous health problems and complications beginning "immediately" after having her breast implants placed. She states "I feel like I've been attacked by something" due to the systemic health effects and numerous healthcare encounters that have resulted ever since breast implant surgery. After surgery, immediate problems developed with swallowing difficulty, "trouble annunciating my words" as well as difficulty finding words in casual conversation. Reporter also states she has left-sided weakness, numbness, and facial droop with no neurological cause after receiving neurological evaluation by a neurologist. Reporter states that the facial droop appeared to eventually resolve on its own. She also has swollen neck glands and "I get this feeling like I'm dying" with numbness in hands, feet, and legs that continually progresses and grows with time, joint pain, muscle pain, and cold intolerance, particularly in "my feet; I'm always cold." Reporter also experiences brain fog, memory problems, herniated discs in back, trouble standing up after sitting, problems with walking and balance problems, mouth sores, dry mouth, hives, itchy patches on skin "without redness, it's strange." Reporter states she has received treatment from numerous medical specialists due to health changes that did not exist prior to her breast implants. She states "I have more questions than answers at this point."